Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that the air/water tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, foreign material in the air/water supply channel was confirmed. The type of foreign material could not be identified. It is possible that leakage caused by friction of the scope cover prevented proper reprocessing and therefore the foreign matter could not be removed. Hence, a definitive root cause could not be determined. The events can be detected and prevented by implementation in accordance with the below IFU. Instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.